Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 10mmx3.50mm flextome¿ cutting balloon¿ was selected for use. During initial inflation, it was noted that balloon ruptured at 10 atmospheres. The procedure was completed with another device. No patient complications reported.